Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that they do not have any further information regarding this case. They followed up with the physician and they did not have any further information either. Confirmation of a stroke was unknown. Cause, actions/interventions, and resolution are unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial #: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient was currently in the hospital and were going to do an EKG. They were able to turn off the ins's but the patient programmer was showing poor communication screen. The caller tried replacing the batteries. The patient hasn't used the patient programmer in years. It was noted the patient had a colonoscopy and polyps were removed using cautery while both ins's were turned on. The rep was able to connect to the ins's with the tablet and confirmed both ins's were off. Troubleshooting resolved the communication issue. It was also reported the patient suddenly collapsed last night onto the bed and was non-responsive. The patient was hospitalized and they think the patient may have had a stroke. No further complications were reported. Additional information was received indicating the patient tried using the patient programmer without an antenna and it asked the patient to reposition the patient programmer multiple times. No further complications were reported.